Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dyspnea is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a non-st elevated myocardial infarction (stemi) before the initial procedure. Two xience sierra stents (3x12mm and 3x8mm) were implanted on (B)(6) 2021. On (B)(6) 2021, the patient was re-admitted with dyspnea. Unspecified treatment was performed, and the final patient outcome is unknown. No additional information was provided.